Event description:
A malfunction alarm occurred in the pump, and the fault was identified as malf 16 with a fault ID of 16-0x20d6. There was no adverse impact to the customer's blood glucose level. Customer reverted to using multiple daily injections (mdi) as backup insulin therapy.